Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm, the cardiosave intra-aortic balloon pump (iabp) unit had a fluid spill. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10. Additional point of contact: (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) customer spilled fluid all over the unit. No patient involved. A getinge field service engineer (fse) after replacing the attached parts pcba, printer, cable assembly, performed a preventive maintenance (pm), full calibration, and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer.